Manufacturer narrative:
No problem found; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the detector and collimator were not functioning, and there was a geometry issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.